Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to three spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there were three spyscope ds ii catheter failed to connect into the controller. There was no light ever came on the spyscope ds ii catheter. The light intensity indicator and the lightbulb power button flickered consistently. A loading dots coming on and off on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.